Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with degenerative disc disease with retrolisthesis at l2-l3 level and underwent the following procedures: posterior pedicle screw fusion at l2-l3 bilaterally with inter-transverse fusion on the right with total trans-facetectomy and total discectomy at l2-l3 on the left. Decompression on the dural sec. Intervertebral bone graft with titanium cage and allograft autograft with microdissection and pathfinder technique. As per op-notes, "the end plates were then scrapped again, and we chose a 9 mm x 25mm peek cage. This was packed with 1 bmp sponge and some of the harvested autograft. The residual defect was filled with 3 bmp sponges, some additional allograft and the remaining autograft." The patient tolerated the procedure well.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-3 using rhbmp-2/acs. On (B)(4) 2009, the patient underwent an extreme lateral lumbar fusion at l3-4 using rhbmp-2/acs. Following the surgeries, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed boney overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgeries. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.